Manufacturer narrative:
An issue with the system's display was identified and the customer was provided with a loaner, while the unit's display is being returned to the company's repair ctr.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected patient monitoring. No patient injury was reported.